Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital with a gastrointestinal bleed (gib). The exact site of bleeding was unknown as no diagnostic testing was performed. Occasional dizziness accompanied by pulsatility index (pi) events were noted. Additional symptoms included generalized weakness and bloody stools. The patient was transfused with three units of packed red blood cells (prbcs) on (B)(6) 2021. Log file review confirmed 117 pi events occurred between (B)(6) 2021. The patient was stable and discharged home on (B)(6) 2021. An outpatient follow up was to be scheduled for 1-2 weeks post discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.